Event description:
It was reported, surgeon asked for #5-350m rt. Stem. When item was opened by rep. Noticed that peel pack was not sealed on one end. Removed inner pack and unwrapped only to find it also was not sealed meaning implant was not sterile. Surgeon chose to use shorter 300mm stem rather than wait for stem to be sterilized. Pt died in or of pulmonary embolism, unrelated to event.